Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the user was going to hang a flush, and noticed that the smartsite was at an angle and the valve broke. There was no report of any patient harm.